Manufacturer narrative:
The service rep reseated at com and connectors. He reloaded the system software. The service rep tested the system and returned it to service.

Event description:
The customer reported the system would not boot. No pt injury was reported.